Event description:
International customer reported a reservoir readily inflated with air from a leak at the device connector. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatch reports being submitted as four separate devices were used. See 2210968-2007-00076, 2210968-2007-00077, 2210968-2007-00078 and 2210968-2007-00079 for all associated reports. The same pt is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot 44753isp - mfg date: 08/03/2006, exp date: 09/30/2011. Lot 44820isp - mfg date: 08/18/2006, exp date: 09/30/2011.